Manufacturer narrative:
During troubleshoot via telephone, the olympus technical support engineer informed the customer to return the concerned cable to olympus. The customer noted at the time of call there was no confirmed issue with the esg unit but will continue to test. To date, no device was returned to olympus. The legal manufacturer (oste) performed an investigation for the customer¿s reported event. A review of the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The device was purchased in april 2013. The cable was manufactured on (B)(6) 2012 as stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states a suitable replacement device must be provided during an application. Additionally, the service life of the cable is limited to 12 months. It can therefore be assumed that the cable was used for longer than the specified 12 months. The cause of the reported issue is most likely due to wear and tear in connection with improper handling. After this time, the cable should no longer be used. By gently pulling on the plug (max. 20n), it can be determined whether the copper strand of the cable is already damaged. If the cable does not give way but remains rigid, the cable is most likely intact. In order not to shorten the service life of the cable any further, the cable should not be wound up with a loop diameter of less than 10cm and when pulling out the cable, the plug should be pulled and not the cable. Olympus will continue to monitor complaints for this device.

Event description:
Olympus was informed by the biomed at the user facility that customer high-frequency, monopolar cable that was being used with the electro-surgical generator started ¿arcing and shorted¿. The customer reported problem was found during an unspecified event. No death, injury or harm was reported to olympus.